Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) consultant recommended replacement. This device remains in service. No adverse patient effects were reported.